Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that the customer received a minimum fill notification. There was no reported impact to the customer's blood glucose level. Tandem technical support educated the customer on how to fill the cartridge. The contact acknowledged the information.